Event description:
Two pts were tested on the suspect device. On pt had an inr result above 8 and a lab inr of 5.4. No info was provided on pt number two. The reporter also stated that this occurs randomly with other pts as well. The reporter stated a lot of the pts are on dialysis and their hct is normal. Controls were in range. The device was replaced and requested to be returned for eval.